Manufacturer narrative:
Eval: systematic anticoagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient physiology.

Event description:
Patient had renu device implanted. Then, in july, patient had a lot of thrombus. Physician went in to clean out the graft but the thrombus reappeared before her eyes. It was discovered that the patient had hit (heparin induced thrombocytopenia). Another anti-coagulant was used and another manufacturer's stent placed at the proximal end of the graft where the thrombus could not be removed. Patient outcome was fine.